Manufacturer narrative:
Philips received a request of quote for parts and there was no device malfunction.

Event description:
Philips received a complaint on the heartstart mrx device indicating that there is a problem with the plate cable.